Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. One of the two forceps was observed to be bent. Based on the returned condition of the device and the results of the investigation the reported failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bipolar arms bent when putting into the sheath. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bipolar arms bent when putting into the sheath. A replacement device was used to complete the procedure. The hospital did not report any patient effects.